Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated there was an issue with the display of accutrend plus meter serial number (B)(4). The reporter stated there were issues turning on the meter and then the meter would only display parts of the display.

Manufacturer narrative:
The meter was returned for investigation and the failure was confirmed. The instrument cannot be turned on. The root cause is a defective quartz q2, which delivers the system pulse for the microprocessor. Any frequency deviations of the quartz affect the display pulse frequency. Therefore, implausible symbols may appear on the display. Medwatch fields d9. And h3 have been updated.